Event description:
Reportable based on device analysis completed on 24-mar-2023. It was reported that crossing difficulties was encountered. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 20 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and patient is stable. However, device analysis revealed a hypotube break.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university . Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a shaft break at approximately 88.5cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.